Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers parent reported via phone call that they were hospitalized for diabetes ketoacidosis on unknown date. Blood glucose level was 470 mg/dl. It was unknown whether customer using auto mode or not. Customer was treated with insulin drip and intravenous fluid. The insulin pump will not be returned for analysis.